Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing far field r-waves (ffrw) following v sensed events in aai mode. The complainant noted this during the threshold test in aai mode, and also noted that during this test, the device did not pace. The device remains in use. No patient complications have been reported as a result of this event.